Event description:
Implant failed to osseointegrate

Manufacturer narrative:
This record was one of over 100 missed during the initial submission. It was found in a database review, and the team has corrected the date-filtering process to prevent it from happening again.

Event description:
Implant failed to osseointegrate.